Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger h6: conclusion code d14 no longer applies due to the product ID being corrected to 97755-s h7: recall/notification no longer applies due to the product ID being corrected to 97755-s h9: z-number z-1535-2021 no longer applies due to the product ID being corrected to 97755-s. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt's wife (caller) reported pt kept seeing replace controller batteries soon message while trying to charge the implant starting this last weekend. However pt had been having trouble charging and getting the recharger positioned correctly over the past month or so. Pt spoke with rep for troubleshooting yesterday, but was still getting the replace controller batteries soon message so could only charge for a little bit. Troubleshooting was unable to be performed as caller did not have equipment with them during the call. Pss reviewed screen information and reviewed to call back with equipment for troubleshooting. Additional information received from the patient. Pt reported they spoke with manufacturer representative (rep) last week because their controller kept displaying 'replace controller batteries soon [70]:' when trying to recharging their implant the past 2 weeks. Pt confirmed no physical damage on recharger cord/pins nor controller connector port pins nor battery compartment pins. Agent had pt try to start recharging session, but would not connect or show charging. Pt mentioned the recharger didn't plug into the controller very well anymore, was a little harder to get recharger plug into controller port. Agent asked pt if recharger had been heating up when recharging implant, and pt confirmed. Pt said controller will charge up to 100%; sometimes they can get implant charging for about 30 seconds, then goes back to showing 'replace controller batteries [70]' again. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed device scrapped due to plug having been modified. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.